Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The customer experienced missing low alarms with freestyle librelink application. Per the compatibility guide, use of the reported configuration of ios 18.1.1 is not compatible with the customer's reported application.. This guide is available to the user on the websites where the product is launched. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An application compatibility issue was reported with the abbott diabetes care (adc) device in use with an iphone 10 max with ios 18.1.1 operating system version 2.11.2.8275. The low glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced feeling bad, shaking, and "couldn't walk". The customer was unable to self-treat and was given dextrose and milk by a third-party for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported signal loss. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. This serves as a correction report. Section h11(additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An application compatibility issue was reported with the abbott diabetes care (adc) device in use with an iphone 10 max with ios 18.1.1 and app version 2.11.2.8275. The low glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced feeling bad, shaking, and "couldn't walk". The customer was unable to self-treat and was given dextrose and milk by a third-party for treatment. There was no report of death or permanent impairment associated with this event.